Manufacturer narrative:
The customer worked with the technical support representative. It was determined the ac power module is malfunctioning. The device needs an ac power module. Upon conclusion of the evaluation, it was determined that the ac power module requires replacement. An ac power module was shipped to the customer for their installation. No further action is required.

Event description:
It was reported to philips that the device failed to charge the installed battery and was emitting a humming noise. There was no patient involvement.